Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 53, 54 and 3 alarms noted during testing. However, the formatted history file confirmed pump error 54 and 3 alarm due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple insulin pump error alarms. The customer's blood glucose was unknown. It was reported that fill cannula was ok. The software error alarm returned on first occurrence. The insulin pump will be returned for analysis.